Event description:
It was reported that patient underwent evacuation of intracranial hematoma on (B)(6) 2024. During the surgery, when inserting the screw, the screw broke. The half cut screw was left on the patient's skull. Another device was used to complete the surgery. Procedure was completed successfully with no delay. There were no adverse consequences to the patient; patient was stable. This report is for a cranial-scr plus drive ø1.6 self-drill l4. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 400.834.04s. Lot: 8168p41. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25-october-2023. Manufacturing site: jabil bettlach. Expiry date: 01-october-2033. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that the screw appears to have broken during the insertion process. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. Additionally the image shows a fragment of the broken screw left in the patient's skull. Fragment remain on patient most likely leaved to avoid additional surgical risks and potential complications associated with removing the fragment as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l4. Would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.